Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurate high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 7pm on (B)(6) 2017, she had become ¿sweaty¿ and ¿could not talk or move¿. She reported that her spouse tested her blood glucose level using the subject meter, and obtained an alleged inaccurately high result of ¿268 mg/dl¿. The patient manages her diabetes with insulin (no adjustments) and she reported that she had made no changes to her usual diabetes management regimen. She reported that her spouse called the emergency medical services (ems) and when the ambulance arrived, a blood glucose result of ¿46 mg/dl¿ was obtained on the ems meter within 30 minutes of the result on the subject meter. She indicated that she was started on IV glucose by the ems team and was taken to hospital. She reported that at the hospital, she obtained a result of ¿90mg/dl¿ on the subject meter compared to ¿60 mg/dl¿ on the ER/hospital meter. At the time of troubleshooting, the patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that she had used an approved sample site to obtain the blood samples. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event requiring medical intervention while using the product. Although the reported symptoms occurred prior to the start of the alleged issue, the subject meter could not be ruled out as a cause or contributor to the event.